Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operating room for a routine device changeout, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was attached to the new device. The patient condition is stable. The patient will continue to be followed normally.